Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the right atrial lead exhibited loss of capture and loss of sensing. Upon opening the pocket, it was noted that the lead was fractured. The lead was capped and replaced. The patient was fine post procedure.